Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube that there were erroneous results. No patient impact. Patient 1: unknown lot, "looked like pst tube was ran for coags and blue top was ran in chemistry due to the evaluation of lab results." - "critical anion gap and na, cl" customer also claims erroneous results, (erroneous results seem like incorrect tube used for tests - pst tube used for coag tests and blue top tube used for chemistry tests). No results were reported, both patients were recollected.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube that there were erroneous results. No patient impact. Patient 1: unknown lot, "looked like pst tube was ran for coags and blue top was ran in chemistry due to the evaluation of lab results." - "critical anion gap and na, cl" customer also claims erroneous results, (erroneous results seem like incorrect tube used for tests - pst tube used for coag tests and blue top tube used for chemistry tests). No results were reported, both patients were recollected.